Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that everything was working wonderfully until yesterday morning they woke up at 5: 30 with a uti. The patient stated that they went to the clinic but the power was off so they ended up in the ER. Patient said that they got a prescription for an antibiotic and they took one pill yesterday morning and the second one last night. Patient also mentioned that with the uti, their symptoms were severe pain and if they felt like they had to go to the bathroom, they couldn't make it from where they were without urinating. Patient mentioned that they urinated a little bit and it hurts like crazy for half a day yesterday. Patient confirmed that as the medication started to work, they had better control and they started to go normally like they normally urinate a regular amount. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned trying to contact with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.